Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source was loose and the scope would pop out when bumped. The event occurred at inspection for use. There were no reports of patient harm.